Manufacturer narrative:
This report is submitted on november 30, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to a tip fold-over and the patient was successfully re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 27, 2023.